Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator engine was replaced. Customer reports no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed in regard to the bellows. There was no reported patient injury.